Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did back to back blood glucose tests, within ten minutes, using separate fingersticks. Her readings were 33 and 57 mg/dl. The reporter did not have any symptoms. She stated that she cleans her meter with alcohol. A control solution test was done on followup, with a reading of 136 (95-142) which was in range.